Event description:
While counting the 1/2" x 3" neuro patties that were placed on the field during the case, there were only nine in the package. There are supposed to be ten. The rn and I counted them multiple times and still only nine. We did a count of all neuro patties.